Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 588mg/dl. The customer was experiencing unexplained high blood glucose for the past twenty four hours. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further information was provided.